Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level ranging from the 200's to 300's (mg/dl). The user addressed bg level with a bolus via the pump. At the time of the report, the user's bg level was 157 mg/dl. It was unknown what the cause of the elevated bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.